Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on button was worn and required a firmer press for recognition. The right side of the on button was working ok with no discrepancies observed.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.